Event description:
Pt was seen on follow-up on 4/19/99 and his vision is now worse than originally reported. Left eye is now "-5". "Spherical is 1+ at 75 degrees" and he was told he is legally blind in one eye.